Event description:
(B)(4). It was reported that side branch event occurred. Clinical status assessment on (B)(6) 2013 indicated that the subject's qualifying condition was stable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the subject was referred for cardiac catheterization. Target lesion #1 was located in the 1st diagonal with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. Baseline core lab angiography result revealed 20% side branch stenosis at 1st diagonal. Post procedure angiography revealed 90% 'branch percent stenosis in 1st diagonal. The subject was discharged one day after on dual antiplatelet therapy.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).